Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm as well as audio anomaly. Customer's blood glucose value was 117 mg/dl. The customer was assisted with troubleshooting. The customer stated that they did not hear a difference between level one and level five. The customer stated that the insulin pump had hardware low level failures alarm. The customer stated that the insulin pump was able to pass self-test. Customer did the audio test again just to be sure and the audio was on level one no longer audible and on level five just near audible. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Hardware low level failures error confirmed in the device history due to broken trace.